Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side exchange from textured to smooth and capsular contracture, baker grade IV. Device has been explanted.

Event description:
Patient reported via sus voluntary report, "seromas around the breasts", "extreme pain for years", "rashes", and events not device related as follows: "chronic fatigue", "headaches", "sjogren's disease", and "neuropathy & small fiber neuropathy, hashimotos, pots (postural orthostatic tachycardia syndrome), sarcoidosis, pcos (polycystic ovary syndrome), interstitial cystitis".

Manufacturer narrative:
In response to FDA report number: mw5111749. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.